Manufacturer narrative:
Additional information: a 3.50x18 mm resolute onyx device was initially reported but returned was a 3.50x26 mm resolute onyx device. The returned device matches the reported event. Device evaluation summary: kinks were evident on the distal shaft and the hypotube. The balloon was deflated, and the balloon folds had expanded. Crystallized contrast was visible in the balloon. It was not possible to inflate the balloon due to the crystallized contrast. The delivery system was placed in the waterbath in order to disperse the contrast. Upon removal from the bath the balloon failed negative prep. Upon inflation, liquid was observed exiting the distal tip, suggesting a leak on the inner shaft. The delivery system failed to maintain pressure. Negative prep was performed again, and air bubbles could be seen gathering on the inner member proximal to the proximal markerband. The balloon material was cut back and there was a puncture site evident approx. 1.5cm proximal to the proximal markerband. The material at the puncture site was protruding outwards. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a 3.50 x 18 mm resolute onyx rx coronary, drug eluting stent to treat a long very tortuous, non calcified lesion in the mid rca. It was stated that there was 0% stenosis present prior to the case but guide catheter induced dissection occurred while positioning the non-medtronic guide catheter. The dissection occurred on the straight part of the of the proximal vessel. A short stent was used in the mid vessel as crossing would be tough with a long stent. The proximal vessel was straight and not calcified. The lesion was pre dilated with a 2.5x 12mm balloon. The resolute onyx device was inspected with no issues noted. Resistance was not encountered and excessive force was not used during delivery. The stent passed freely and overlapped another stent in the mid vessel. Upon first inflation it was seen on the fluoro that the stent was not completely inflated. An attempt was made to re-inflate the balloon but blood was found in the catheter indicating that the balloon had ruptured. It was indicated that the balloon rupture occurred at around 4 atm. The device was not moved or repositioned in the lesion prior to the burst. The balloon was pulled out using moderate force and it was then noted that the stent was partially deployed. A 4.0 x 8mm non-medtronic balloon catheter was used to post dilate the stent. 6 resolute onyx stents were used in total from mid to ostium. No patient injury reported. The final angiographic result is excellent with 0% residual stenosis and timi3 flow.